Event description:
According to the complaint description: reason of complaint: pm: nurse started the IV fentanyl at 2001hrs on the (B)(6) 2024 counterchecked by 2 nurses. 10ml syringe was use on the patient at a rate of 0.1ml/hr. Overnight, the pump did not beep at all so night shift nurse did not check on the pump setting. On (B)(6) 2024, morning shift 7am, the morning shift nurse syringe pump shows found at 4.83mls (but syringe had 2.9mls) the syringe pump was put into the clean utility and not in use. Sis uma checked with the doctor and the nurses but nobody purges the pump and no leakage of the pump as the patient is running dry due to the needle is insert into the patient stomach. Consumables are not able to be collected as they are running on controlled drugs.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.